Manufacturer narrative:
The unit was received with a blank display due to the battery tube not being properly plugged in to the interface board. The unit had minor scratches on the lcd window.

Event description:
The customer called in to report several scratches on the display. No further details were provided.